Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery monitoring voltage is decreasing at a more rapid than expected rate. The ICD is being scheduled for replacement.